Event description:
A report of chronic pain and burning sensation at the pocket site was received. The physician diagnosed seroma inside the ipg pocket. No medical intervention was provided to the patient. Seroma resolved on its own.

Manufacturer narrative:
Device remains in patient. This is a final report.